Event description:
It has been reported to philips that the wireless footswitch lost connection and the system was working with the wired footswitch. The device was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using wired footswitch. A philips field service engineer inspected the system on site and updated the software, which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction (z-0476-2022). The correction has been implemented and the system has been returned to use in good working order.